Event description:
According to the incident moniter, patient was admitted to the hospital on 7/13/93 with a diagnosis of prostate cancer and urinary retention. Patient was taken to the operating room for a cystoscopy and transurethral prostatic resection on 7/13/93. During the surgical procedure, the urologist noticed that the plastic tip on the resectoscope was retained in the bladder and the instrument was broken. The physician had to perform a perineal incision to retrieve the tip of the resectoscope. Patient was anesthetized with a spinal anesthesia at the beginning of the case and general anesthesia with intubation was required for the perineal incision. The piece of the tip was retrieved from the bladder. The instrument was sent back to the manufacturer for repair and patient did well post surgerydevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: invalid data. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.